Manufacturer narrative:
Investigation summary: bd did not receive samples or photos for investigation. 20 retained samples were draw-tested with deionized water. From this testing, it was determined that all 20 tubes drew within specification. Bd was unable to confirm customers¿ indicated failure mode: underfill. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported during collection of bd vacutainer® 9nc 0.109m 2.7 ml, 1 tube was underfilled. The tube was replaced. There was no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported during collection of bd vacutainer® 9nc 0.109m 2.7 ml, 1 tube was underfilled. The tube was replaced. There was no health impact or consequences reported.